Event description:
An event involving a spinning spiros closed male luer, red cap, it was reported that spiros was not clicking when connected, easily removed and leaking. This occurred on several occasions this week. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device is not available for investigation; however, a device history review should be performed, and a supplemental report will be submitted.